Event description:
On 3/7, the patient had 2 v-go 30 devices fall off -- one that was applied for 2 hours between 8am-10 and another that fell off after 5 hours between 10am and 3pm. The patient mentioned that he could feel the needle sticking in and out when the v-go 30 became loose. The patient confirmed that he has been using an alcohol swab prior to applying the v-go 30 devices and stated that the v-go devices have fallen off patient stomach, arm, hip and shoulder.

Manufacturer narrative:
Two devices were returned and evaluated. The evaluation result is as follows: two devices were received and evaluated for the complaint regarding the device fell off event. All device functions were inspected, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.